Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician complained that the suture sleeve was too loose during implant, the sleeve moved freely up and down the lead body easily with no friction. The lead was implanted with no further issues.